Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an sore under the patches. Patient reported that the area appeared as blisters and broken skin. There was no alleged device malfunction contributing to the irritation. The patients physician advised to remove the device until skin fully heals. Outcome of the irritation is unknown.